Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed, and the reported event could not be confirmed. The review of the lot history record indicated that the added inspection step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A CAPA will not be issued at this time as the incident is unknown. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. If additional information becomes available, a supplemental report will be issued.

Event description:
While attempting to deploy the mynxgrip vascular closure device, the advancer tube did not appear after shuttling down resulting in the sealant failing to deploy. Two mynx devices were being used for bilateral femoral arterial closure following an unknown procedure. Both devices were prepped properly and the sticks were described as "good." The first device was deployed properly. When the user brought down the green handle and pulled the sheath back up to unsheath the sealant, the advancer tube was not showing. The user was advised to bring the green handle lower to a firm hard stop, however the user believed to be at a firm hard stop already. It was reported that the shuttle felt "sticky" and could not go lower. The procedure was aborted, the mynx device was withdrawn and manual compression was held for 15 minutes to achieve hemostasis. There was no impact to the patient and all went well afterwards. Additional information was requested, but was unknown.